Event description:
Pt was revised to address dislocation. It was noted that the liner had been cemented into the cup.

Manufacturer narrative:
The products associated with this reported event were not returned. A search of the complaint database did not show any other reports against the provided product/lot code combinations. It has been reported that the depuy liner had been cemented into the acetabular cup. This use of the depuy device is not recommended. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.